Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that this report is being filed after the review of a clinical research report for clinical evidence on safety and performance of the products gryphon proknot br. Patient #(B)(6) ¿ 26 y.o. Male, unknown gryphon proknot br, surgery date (B)(6) 2019, post-op infection date (B)(6) 2020, edema (swelling) (B)(6) 2020, nerve injury (B)(6) 2020, re-operation 03. (B)(6) 2020 ¿wash-out". The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This report is being filed after the review of a clinical research report for clinical evidence on safety and performance of the products gryphon proknot br. It was reported by the physician through clinical research that postoperatively on (B)(6) 2020 to a bankart repair procedure performed on (B)(6) 2019 using an unknown gryphon proknot br device, it was observed that the patient developed an infection with edema and nerve injury. A reoperation was performed on (B)(6) 2020 performing a washout. The status of the patient post-surgery was unknown. No additional information was provided.